Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported at the time of implant of an intraocular lens (iol), a haptic was amputated. A backup lens was used to complete the procedure, however, the patient is experiencing a 4-degree unexpected outcome because there was not another lens of the same diopter available. Additional information was requested.